Event description:
The hemodialysis facility stated that the dialyzer had clotted which they believed caused an increase in the venous pressure. This in turn caused the dialyzer to leak into the dialysate lines which caused the hemodialysis machine to sound a blood leak alarm. The blood was returned to the pt. Pt had no ill effects. A sample is available.